Manufacturer narrative:
Based on the claim against the product by the customer noting the plastic part of the harmonic ace instrument tip broke off, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the teflon pad missing from the clamp arm. Failure analysis confirmed the reported issue. The missing piece was not returned with the instrument. This failure is typically associated with mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the plastic part of the harmonic ace instrument tip broke, an investigation is in progress. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This is considered a reportable event due to the following conclusion: it was alleged during a da vinci-assisted distal gastrectomy surgical procedure, the plastic part from the harmonic ace instrument broke and fell into the patient. The fragment was retrieved in the same procedure.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the plastic part of the harmonic ace instrument tip was separated. A backup instrument of same kind was used to continue the procedure. The procedure was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. When the customer used the instrument for about 10 to 15 minutes to dissect the stomach tissue, the plastic part from the instrument broke and fell into the patient's cavity. The fragment was retrieved during same procedure and confirmed with visual inspection. Post-operative tests were not performed. It was unknown what caused the breakage to occur as the instrument did not collide with any hard materials or other instruments. The patient had no injury or harm and has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. Photographic images of the device(s) were not available for isi review.